Manufacturer narrative:
Updated data: b5 - a third paragraph was added. H6 - annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 and a half months following the transcatheter bioprosthetic aortic valve, the patient was undergoing cardiac rehab at a facility when it was noted that the patient was symptomatic for runs of ventricular tachycardia (vtach). Patient was sent to the emergency room (ER) where they were then admitted to cardiology for close monitoring and an amiodarone drip. One day later a left heart catheterization was performed and showed non-obstructive coronary artery disease (cad) with mild in stent restenosis. Implantable cardioverter defibrillator (ICD) was placed two days after hospitalization and the vtach resolved with sequelae. The patient was hospitalized for four days. Per the physician, the event was not related to the valve or the valve implant procedure. Additional information was received to report the patient did not have "signs of cad" prior to the valve implant procedure; however, the valve was not a contributing factor to the onset of cad. Additional information was received that the patient undergoing care at the cardiac facility was a standard of care for this site¿s patients following transcatheter aortic valve replacement (tavr). Per the physician, the valve did not cause or contribute to the reason for the cardiac rehab visit. Prior to the vtach episode, the subject felt dizzy. No loss of consciousness occurred, and the patient felt fine after the conclusion of the episode.

Event description:
It was reported that approximately 3 and a half months following the transcatheter bioprosthetic aortic valve, the patient was undergoing cardiac rehab at a facility when it was noted that the patient was symptomatic for runs of ventricular tachycardia (vtach). Patient was sent to the emergency room (ER) where they were then admitted to cardiology for close monitoring and an amiodarone drip. One day later a left heart catheterization was performed and showed non-obstructive coronary artery disease (cad) with mild in stent restenosis. Implantable cardioverter defibrillator (ICD) was placed two days after hospitalization and the vtach resolved with sequelae. The patient was hospitalized for four days. Per the physician, the event was not related to the valve or the valve implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - a fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 and a half months following the transcatheter bioprosthetic aortic valve, the patient was undergoing cardiac rehab at a facility when it was noted that the patient was symptomatic for runs of ventricular tachycardia (vtach). Patient was sent to the emergency room (ER) where they were then admitted to cardiology for close monitoring and an amiodarone drip. One day later a left heart catheterization was performed and showed non-obstructive coronary artery disease (cad) with mild in stent restenosis. Implantable cardioverter defibrillator (ICD) was placed two days after hospitalization and the vtach resolved with sequelae. The patient was hospitalized for four days. Per the physician, the event was not related to the valve or the valve implant procedure. Additional information was received to report the patient did not have "signs of cad" prior to the valve implant procedure; however, the valve was not a contributing factor to the onset of cad. Additional information was received that the patient undergoing care at the cardiac facility was a standard of care for this site¿s patients following transcatheter aortic valve replacement (tavr). Per the physician, the valve did not cause or contribute to the reason for the cardiac rehab visit. Prior to the vtach episode, the subject felt dizzy. No loss of consciousness occurred, and the patient felt fine after the conclusion of the episode. Additional information was received that reported no sequelae was noted upon the patient recovering from vtach.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 and a half months following the transcatheter bioprosthetic aortic valve, the patient was undergoing cardiac rehab at a facility when it was noted that the patient was symptomatic for runs of ventricular tachycardia (vtach). Patient was sent to the emergency room (ER) where they were then admitted to cardiology for close monitoring and an amiodarone drip. One day later a left heart catheterization was performed and showed non-obstructive coronary artery disease (cad) with mild in stent restenosis. Implantable cardioverter defibrillator (ICD) was placed two days after hospitalization and the vtach resolved with sequelae. The patient was hospitalized for four days. Per the physician, the event was not related to the valve or the valve implant procedure. Additional information was received to report the patient did not have "signs of cad" prior to the valve implant procedure; however, the valve was not a contributing factor to the onset of cad.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, it was clarified that reported ventricular tachycardia that had occurred was non-sustained ventricular tachycardia.